Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the coulter act 5 diff fix reagent package had a broken cap and was leaking inside the shipping box upon receipt. Approximately 250 ml was spilled. There was no exposure to mucous membranes, skin, eyes, or open wounds. Medical treatment was not sought.

Manufacturer narrative:
Product was replaced by the customer at the time of the event. Service was not dispatched for this event. Based on the available information, provided by the customer, the root cause is unknown.